Event description:
The account reported the bed exit would not set and the scale was not functioning. The bed was located in room 613 at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The tech found that the scale was zeroed with a pt in the bed causing both issues, user error. The tech zeroed the scale without a pt in the bed and in-serviced the nurse on the bed exit functions to resolve the issue. Based on this info, no further action is required.